Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was confirmed due to the electrode belt's j704 connector being broken off from the distribution node pca board. Upon investigation, the electrode belt was unable to complete a fall-off test and ecgs ¿c&d¿ were unable to be recognized. The root cause for the broken j704 component was unable to be positively identified. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.